Event description:
Reporter alleged a valid lab comparison was performed versus blood glucose monitoring device results. Reporter stated the device result was 234 mg/dl and a fasting lab result was 165 mg/dl performed back to back from each other. Reporter indicated controls were used two weeks ago and within range. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.